Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection vancomycin (1 gram, once in every four days and route of administration not reported), injection amikacin (125 milligram, once daily and route of administration not reported) and injection imipenem (250 milligram, twice daily and route of administration not reported) for peritonitis. At the time of this report, the patient was still in the hospital and was recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.